Event description:
Customer reported via phone call that she changed her set and reservoir and noticed high blood glucose readings of 600 mg/dl. Customer stated that she was getting a no delivery alarm when attempting to bolus and had to treat manually. Customer mentioned that the alarm was resolved by a complete set change. Customer declined to return the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.